Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three harvesting iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly only be returning one device for eval as two of the device were discarded.

Manufacturer narrative:
Since two of the devices are not available to be returned to us, technical evaluations cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The third device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).